Event description:
The shaft of the product was already sticking out from the sterile pouch when the box was opened. There was no damage noted on the outer product box, which was reported to be sealed when removed from the shelf. The product was not clinically used for the procedure. The product is not available as it was discarded at the hospital. There are no pictures of the device in the pouch available.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device.